Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 300-400 mg/dl patient current glucose was 84 mg/dl. Customer also reported that they had blood glucose level 300 mg/dl at the time of incident customer did not experience any symptoms related to the high blood glucose. Insulin pump will not return for analysis